Manufacturer narrative:
Submit date: 12/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a male patient was operated on for a bi-renal tumor. The palindrome catheter was inserted approximately 6 weeks ago. After a couple of days they discovered air in the catheter. They saw a crack on the connector, situated where the cap is placed, where the dialysis lines are attached. The small crack was going in a vertical direction. A new catheter was placed.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. This event will be handled through a formal corrective and preventative action and no further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.